Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g2 report source - correction.

Event description:
Subsequent to the initial MDR, a correction is required. G2 - correction.

Event description:
Subsequent to the initial MDR, a correction is required. H2: type of follow up: additional information and device evaluation selected in error on the initial MDR.

Manufacturer narrative:
H2: type of follow up: additional information and device evaluation selected in error on the initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.